Event description:
Customer hospitalized for low bgs. It was stated that it was customer's first day on the pump and a follow up call showed normal bgs. Troubleshooting was performed. The bolus and prime appeared correct, and no alarms revealed in the history alarm. However, customer was not comfortable with the training and had difficulties with pressing buttons. Customer was disconnected from the device and bgs were treated.